Manufacturer narrative:
An amo field service engineer (fse) evaluated the wavescan, and start laser equipment at the clinic's location and was not able to duplicate the concerns. The wavescan was found to have a "customized" cable installed in the system by the distributor. The fse corrected the equipment to bring it back into compliance with its specification. The fse also observed that some of the tools used by the clinic were out of specification or not working . Even with these issues, a technical problem could not be found with the equipment to explain the reported overcorrection.

Event description:
A clinic in a foreign country reported that a patient treated with the wavescan was "severely" overcorrected following a lasik procedure. The clinic indicated that the patient was from a different country, and they were reluctant to contact the patient for follow-up.